Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing in which the patient received an inappropriate shock however, therapy was not exhausted. Additionally, the patient experienced pacing inhibition of less than two seconds. Subsequently, the patient underwent a revision procedure and the rv lead was surgically abandoned and replaced successfully. It was noted there was physical damage to the lead body. No additional adverse patient effects were reported.